Manufacturer narrative:
Correction: section h8 should have been selected.

Manufacturer narrative:
Section d4: primary unique device identification (UDI) number corrected.

Event description:
It was reported that the patient presented for an in-office check in clinic. It was noted that non sustained right ventricular oversensing appearing to be noise, reproducible with a range of motion was observed on the right ventricular (rv) lead. No intervention was performed. The physician opted for continued monitoring. The patient was stable.